Event description:
It was reported that a user of the ilet experienced recurring air bubbles forming in the insulin pump cartridge approximately every 14 to 24 hours, coinciding with episodes of hyperglycemia up to 250 mg/dl despite adherence to proper cartridge loading, with no leakage noted and glucose trending down after changing all supplies. Investigation of this case revealed no confirmed device malfunction and that changing out all supplies by the user resolved the trend. No symptoms associated with elevated blood glucose reported. Outcomes included the need for supply change without medical intervention. It was concluded that hyperglycemia occurred with cause unclear and that continued monitoring was advised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.